Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a remote follow up that this right ventricular (rv) lead was found to be in unipolar mode due to a lead safety switch resulting in high out of range pace impedance measurements and a loss of capture. The patient is not dependent on pacing, and the device was reprogrammed. The patient will continue to be monitored, and the lead will be further tested in office. The physician was informed of the anomalies. No adverse patient effects were reported. This rv lead remains in service.